Event description:
The customer reported via phone call that the sensor came apart before he was able to insert the sensor. The customer's blood glucose was unknown. The customer confirmed that it was likely that the fold over flap was dislodged before placing the sensor in the serter. The customer stated that it did not look right and that he tried to push back in the sensor. Subsequently, the sensor came apart. The customer was able to release the needle hub out. The customer was advised to discard the sensor. The customer was advised that the sensor would be replaced. The customer did not return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.